Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this lead displayed an increase in threshold, loss of capture (loc) and a decrease in sensing. The lead was found to have dislodged. The patient was seen for a revision procedure where the lead was successfully repositioned. There were no adverse patient effects reported.